Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a revision procedure due to right atrial (ra) lead over-sensing. Upon interrogation, inhibition of pacing and inappropriate automatic mode switch were also suspected on the ra lead, but were not confirmed, as no stored electrograms were available. The ra lead was capped and replaced on (B)(6)2021. The patient was stable throughout.